Event description:
Procedure: ladg - lap assisted distal gastrectomy. According to the reporter: staples did not form properly. The tissue might be thick. The instrument produced an abnormal sound when it was fired. The case was converted to open surgery. Surgery time extension was reported as more than 30 minutes.

Manufacturer narrative:
(B) (4). (B) (4).